Manufacturer narrative:
Please retract this report 2017865-2013-0429. The same issue was reported as 2017865-2013-04612.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.